Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlets, tandem charging cable and adapter, and alternative cables and adapters, and charging connection was not recognized even after remaining plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, to enter pump settings and reconnect continuous glucose monitor to replacement pump, and tandem technical support arranged shipment of replacement pump and instructed customer to return problematic pump using prepaid label within 10 days.